Event description:
It was reported that the insulin pump has cosmetic damage. The bottom of the insulin pump is breaking. Customer pushed the piece back into place. The blood glucose reading is 45 mg/dl. Customer treated for the low blood glucose. The drive support cap is protruded. Advised the customer that the insulin pump will be replaced. Nothing further reported.

Manufacturer narrative:
The insulin pump passed displacement test. However, unable to perform prime test due to cracked end cap. The drive support was inspected and no anomaly noted. The insulin pump received with cracked case at lcd corners and reservoir tube lip. The insulin pump received with scratched lcd window.